Manufacturer narrative:
(B)(4). Date sent: 4/20/2023. D4 batch # x95n5e. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the harh36 device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11, an alert screen was displayed. Probably the device stopped activating and displayed an alert because the knife is damaged. The device was analyzed and determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator an alert screen will be displayed indicating to replace instrument / no instrument uses remaining / restart generator. The device was disassembled to inspect the internal components and no anomalies were found. This device is packaged and sterilized for single use only. Multiple patient uses, may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples, or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These screen alerts can be such as, ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of ethicon endo surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot x95n5e, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the ¿tighten assembly¿ alert screen displayed by generator during procedure. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.